Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg). The patient underwent a revision procedure wherein the ipg was repositioned procedure. The patient was doing well postoperatively. The device remains implanted and in service.